Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed in the hansen. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 300 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was noted between the polyurethane (pu) potting cut surfaces and both screw flanges on both ends of the dialyzer. Gross visual examination of the device noted a short fiber at the non-cavity ID end of the dialyzer at approximately 50º with the dialysate ports at 0º. The dialyzer was subjected to a laboratory bubble point test; no internal leak was observed possibly due to the coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. The short fiber was visually confirmed on the circumference of the fiber bundle of the non-cavity ID end. A review of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Although no internal leak was observed during the bubble point test, the complaint investigator was able visually confirm a short fiber on the fiber bundle at the non-cavity ID end. Therefore, the complaint has been deemed confirmed.